Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump would only charge very slowly. It was also reported that the battery was depleting quickly and was fluctuating. The customer¿s blood glucose was 54-500 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.